Event description:
Reportedly, the physician was in training and attempted to close an arteriotomy site using the proster 10f closure device. The device did not successfully close the arteriotomy site and the physician and a second operator "got hurt with the needles." Closure was achieved with manual compression and there was no reported pt injury. This report is related to the needle stick that occurred involving the physician and the second operator.